Manufacturer narrative:
H11-: corrected data: subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report of 3007215625-2021-01671-00.

Event description:
A treatment provider reported that a patient who received coolsculpting treatment presented with paradoxical hyperplasia.

Event description:
Subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report of 3007215625-2021-01671-00.

Manufacturer narrative:
Correction: b5, d1, d4, d9, g1, g3, g6, h10, and h11 fields. H11: corrected data: subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report of 3007215625-2021-01671-00.

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan aesthetics received a report of a patient who was treated with coolsculpting to the abdomen using two cycles of the cooladvantage plus and to the flanks using the cooladvantage applicator, one on each flank. The patient is showing signs of potential paradoxical hyperplasia to the abdomen only.